Event description:
It was reported that there was an cassette issue. Unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 05-feb-2025. H6. Investigation codes: updated. Investigation summary: customer complaint of cassette issues confirmed during latch lock test. Replaced the latch lock mechanism. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was provided: there was no patient involvement, and no patient harm/adverse event reported.